Event description:
It was reported to philips that the system unable to power on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the customer reported the issue with the wrong device, therefore philips did not involve or inspect the device, and no additional information could be received from the customer. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Additional information confirmed that the customer reported the issue with the wrong device. Therefore, this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcome.